Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated that the customer had to press keypad it goes white then turns into black and main screen in split of seconds. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.